Event description:
The customer reported that the insulin pump had a button error alarm. Customer also reported that the act and escape buttons were unresponsive. The customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the incident was 57 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners and lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.